Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad and from the case seal to the bumper pad. Moisture was observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. The returned battery cap threads were found to be stripped/damaged. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that the battery cap was damaged and there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.